Event description:
Purchased guardian signature shower chair ref (B)(4) lot e130685371. Within 2 weeks, back left aluminum leg sheared at fastener (weak spot in metal). Took back to original pharmacy and had it replaced with same brand and same ref # and lot #. Within two months, had same failure in same spot. My wife's original shower chair lasted 13 years with no issues. The original chair was designed with a different support structure. I believe this is a dangerous situation if this happens and actually collapse on someone as the metal will be very sharp and very easily could cause great bodily harm.